Event description:
Safety concern, chemo spill. Summary: during the infusion of a 1000 ml bag of (etoposide, doxorubicin, vincristine vesicants) the spike came out of the bag and spilled all over the nurse. Background, the bag was spiked using a short primary tubing and connected to an alaris pump. Pt ambulated to the bathroom, an rn waited for the pt. Rn noticed that there was a bubble in the IV tubing and lightly flicked the tubing to get rid of the bubble; instead the IV tubing detached from the bag and as a result there was a chemo spill. Result: the nurse felt as if her skin was burning, similar to a sunburn. She did not see a physician, it did not blister. Pt was not harmed or spilled on. Spilled chemo bag was disposed appropriately and new chemo bag was given / hung. Product info: the model / ref number of the tubing is (B)(4) (carefusion). The model / ref number of the normal saline bag is e8000 (B)(4) (bbraun) assessment. Due to the stiffness of the port of the bag and the unsecured nature of the connection between the port of the bag and the IV tubing our institution will switch products to prevent other chemo spills.